Event description:
It was stated that the customer was hospitalized for high blood glucose. The nurse reported a blood glucose reading of 406 mg/dl during the phone call. A follow up phone call was made to the customer, and he stated that his blood glucose levels were also very high because he had the flu and he was very sick. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.